Event description:
Multiple malfunction alarms were reported resulting in a blood glucose (bg) level of "high." The customer administered a correction injection which successfully resolved their bg. The customer reverted to an alternate method of insulin therapy.